Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were non responsive and not firing when buttons were pressed. The customer¿s blood glucose level was unknown at time of incident. The customer stated that reservoir lip ring was damaged. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and dat test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. All buttons functions properly. No unresponsive buttons noted during testing. No button error alarm, unexpected numbers ramping or unexpected scrolling screen noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had broken battery tube threads, cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. (B)(4).